Event description:
Covidien idrive stapler was closed and stuck on the renal artery. Would not open and would not fire. Attempted to remove stapler manually. Was able to remove the stapler by disassembling the handle and reattaching a new idrive handle. New stapler was used to complete procedure. Pt not harmed; (B)(4).